Manufacturer narrative:
(B)(4).

Event description:
Lead has pulled up so the atrial dipole is in the ivc. Lead revision will take place. Rv thresholds, sensing and impedance are normal. Lead has lost slack around the device as well. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that forces applied during the surgery contributed to this observation. Further analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(6) 2016 - we were informed the lead was explanted and replaced today due to loss of sensing. It was replaced with linox smart s dx 65/15, sn: (B)(4). No adverse patient side effects were reported.